Manufacturer narrative:
Product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID m995402a001 lot# serial# (B)(6) implanted: explanted: product type product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated the controller was not finding the implanted neurostimulator (ins) when trying to charge. Patient said they would see no device found and would try to reset controller, but that would not resolve the issue. Patient mentioned this morning they saw passive recharge mode and went through 10 minutes, but still saw no device found. Patient unlocked controller during the call and reported no device found. Patient tried to start a recharge session, and after entering passive recharge mode, reported middle number 98. Patient went through one 10 minute cycle, but saw unable to recharge. Agent had patient start another 10 minute cycle. Agent reviewed passive recharge process and reviewed to try 3 consecutive 10 minute cycles and call back if still unable to connect. Patient called back stating they had attempted passive recharge mode 2 more times after their call into patient services yesterday and again this morning, but was still unable to connect to charge their implantable neurostimulator (ins). Patient added they had blown air into the controller port twice. Patient reported this morning the following message displayed: software problem 1-intellis,2-3.6, 3-58, 4-qf_new. Patient reported no visible damage to controller port, battery pack, or battery compartment; however, patient did note a rattling noise inside their controller. Of note, agent confirmed hearing significant rattling noise. Patient added the fedex delivery driver had not gotten out of their vehicle and had thrown the package onto their front porch. Agent sent request to repair for replacement controller. Patient mentioned previously documented information and noted doctor had checked their implant and confirmed no issue. Patient called back stating they got a new controller and when trying to pair it was not finding the device. During call pt verified no damage to the controller port or recharger. Patient blew into the controller port and cleaned the recharger plug. Pt attempted to pair controller but kept getting no device found. When pt attempted to go through passive recharge mode they were getting unable to recharge. A replacement controller was sent out. Additional info received from patient that they received a replacement controller today but was unable to pair the controller because the controller becomes unresponsive when disconnected from the ac power supply. Agent instructed patient to connect the controller to the ac power supply without the battery pack inserted. Caller confirmed that the controller powered on. Caller then inserted the newest replacement battery pack they received and confirmed a solid green light displayed but when the controller became unresponsive when they disconnected it from the ac power supply. Agent instructed to insert the original battery pack into the controller and caller confirmed that the controller powered on and seemed to be working as intended. Caller then used the replacement recharger to attempt to pair their controller to the ins, but was unable to advance past passive recharge mode. Agent instructed caller to attempt to use both recharger cords. Patient confirmed seeing 32/93/93 and 89/93/93 with both rechargers but was unable to advance past passive recharge mode. Caller denied falls or trauma to the implant site. Caller also said that they were sent a replacement recharger in the past and it worked great for a couple months and then they started having issues again. Agent recommended following up with their hcp to meet with a rep in person for further troubleshooting. Caller stated they've already met with rep, rep ran an impedance check on the leads and said everything was working as expected internally. Caller said that rep said they're unable to help them with anything else. Agent recommended that they meet with the rep again, bring all of their external equipment, and have the rep call technical services while they're with the patient for further troubleshooting guidance. Agent requested a brand new recharger and controller to rule out external equipment. Caller reiterated issues with connecting to ins with patient's equipment and subsequent replacement components. Caller stated they've been working with patient today for over and hour and can't get past passive recharge mode despite antenna locate numbers being around 97. Caller stated they were able to connect to ins with tablet which showed that ins was at 100%. Caller had ctm over ins initially and then when they moved it away, the tablet lost connection so they had to keep the ctm over the ins through the duration of the tablet session. Caller stated they had attempted disable device once before but tss walked them through it again, twice, and both instances resulted in "no device found". Caller stated they can easily palpate ins and patient's hasn't had any changes in weight. Tss walked caller through a second interrogation of the ins with the tablet and generated a mdt data report. Tss has notified principal tss of the situation. Representative will meet with patient tomorrow to help patient turn therapy on for pain relief. Tss ( technical services) suggest that patient tries with controller right over the implant to see if a connection can be made. Also discussed warranty, if implant is damaged and it required replacement. There weren't any findings in the mdt file and that troubleshooting had been exhausted and that replacement of ins would have to be considered next. Tss also provided warranty team contact info and out of pocket cost contact. Closing case.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) stating that the patient¿s (pt) implantable neurostimulator (ins) was explanted (B)(6) 2025. Pt was implanted with a new ins. Everything is working well at this time. The explanted device was sent to the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) product type programmer, patient product ID 97755-s lot# serial# (B)(6) product type recharger product ID 97745nt lot# serial# (B)(6) product type programmer, patient product ID m995402a001 lot# serial# (B)(6) product type product ID 97755-s lot# serial#(B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025: this patient underwent a battery replacement yesterday on (B)(6) 2025. The patient was implanted with an intellis pro. It was thought the previous battery was being sent back. (B)(6) 2025: it was reported the device was explanted and returned. The patient (pt) was unable to connect controller or recharger. Received multiple refurbished and new devices and issue never resolved. Pt met with our team several times and neither medtronic representative could get past the passive recharge screen. Communication was possible with tablet and communicator wand but wand had to be placed directly over the device. Difficulty/inability to charge was reported.